Manufacturer narrative:
Sol millennium received 200 unused samples of the impacted sol-care safety blood collection needle 23g*3/4*7inch (ref# 110201030032, lot# 05412006) from the customer for evaluation. All 200 returned samples were thoroughly analyzed, and no evidence of quality issues was identified in relation to this complaint.

Event description:
Customer reported when the nurse took a blood sample, blood flowed down the wing. They noticed an air leak in the tubing at the junction with the tip. They had to repeat the blood test.

Manufacturer narrative:
Investigation inprogress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.